Event description:
It was reported that patient was revised on left hip due to loosening of cup.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained devices.